Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced episodes of hyperglycemia with sensor and device alerts for prolonged high glucose, a documented peak of 355 mg/dl, and elevated glucose lasting a few hours at a time; the user noted rapid insulin use and mixed results after multiple infusion site changes, and recent thoracoscopy was reported as context. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no assistance from others, no backup therapy use, and no ketone testing. Investigation included user troubleshooting and education with the clinical team. Investigation of this case revealed an unclear cause. It was concluded that the event was related to hyperglycemia with cause unclear.